Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, at approximately 5:30 p.m., the customer was preparing to have dinner when she suddenly lost consciousness and fell forward, striking her head on a wooden table. The event occurred sometime after the sensor had been placed on the abdomen. The customer could not recall whether she received a low alert prior to the episode or whether she may have ignored one. Emergency medical services arrived and obtained a fingerstick blood glucose measurement, which showed a bg level of 54 mg/dl. The patient was treated with intravenous glucose, after which her blood glucose increased to 212 mg/dl. There was no documentation indicating treatment for rebound hyperglycemia. The customer declined transport to the hospital and remained at home. On the following day, (B)(6) 2026, the customer received an alert on her insulin pump indicating that the sensor had failed. She removed the sensor. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.